Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the resolution was inadequate due to broken charged coupled device unit. However, the most probable cause for broken charged coupled device unit and damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited damage fiber bonding in the outer tube area (distal end), broken charged coupled device unit, and inadequate resolution. There was no patient involvement.